Event description:
Three days after the turp procedure, the pt noticed a foreign object inside their body. The object was removed via cystoscopy in 2001 and was found to be the "stopper" ring on the proximal end of the resectoscope sheath.